Event description:
It was reported that the perforation occurred during a stenting procedure of the left anterior descending (lad) with a non-abbott stent. The graftmaster failed to cross through the vessel to the perforated area. The patient coded and cardiopulmonary resuscitation (CPR) was initiated. An attempt was made to balloon (non-abbott) the vessel to open up access for the graftmaster to cross to the perforated area, however the balloon was unable to cross as well. The patient subsequently died on the cath lab table. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Based on the information provided, the reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. It was reported the patient coded and CPR was initiated however the patient died on the table. Death is listed as an observed or potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including cardiac arrest, that ultimately lead to the patient death. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.